Manufacturer narrative:
The stent delivery system was not returned for investigation, but the affected stent was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed no findings, the stent is undamaged. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The final cause could not be determined but is most likely related to external factors during the preparation of the intervention.

Event description:
The orsiro drug-eluting stent system was selected for use. During preparation it was noticed that there was no stent on the balloon. It was found outside the patient inside the cover sheath.